Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the trigger was blocked and jammed due to components. The device was repaired and returned to customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
Customer reported the device does not operate in conjunction with the switch. This issue is not persistent however has often been the case. This is report 1 of 1 for #(B)(4).